Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
Customer identified the affected sku as (B)(4), but lot number was unknown on 09/24 **no additional information provided.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd intima ii tubing broke. The following information was provided by the initial reporter, translated from chinese to english: the nurse found that the fluid was leaking from the connecting tube and the end of the tube when replenishing the patient's fluids. The nurse examined the tube and found that there was a breakage, so she removed the IV needle and replaced it with a new one to replenish the fluids.